Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an arrhythmia occurred. The pt presented with chest pain in the emergency room. The 100% stenosed lesion was located in a left anterior descending artery. The lesion was predilated with a 2.50x8mm apex balloon. The pt experienced an unk arrhythmia; however, it was noted that it was not ventricular fibrillation. The procedure was completed with the placement of an unk stent. No further pt injuries or complications occurred. Pt status is satisfactory. The relationship of this device to the event is unk. Additional info was requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.